Event description:
There was an allegation of questionable elecsys hcg+ss results for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2025, the initial result was <1.0 miu/ml with flag. The doctor questioned the result which prompted the customer to repeat the sample. On (B)(6) 2025, the sample was repeated on another e801 analyzer and the result was 376 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
This report was initially provided to roche by FDA via medwatch mw5183534 (attached). The analyzer serial number is (B)(6). The investigation is ongoing.